Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow consistent with torsional overload. Severe damage noted on bone screw at driver interface hex, consistent with removal after driver breakage inside of hex. No damage noted on bone screw thread. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1. It was reported that the driver tip broke in the head of the screw. The screw was removed with the tip still in place and replaced with a new screw. No patient complications were reported.